Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n191523002, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving saline (0.9 mg/ml at minimum rate mode) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported a dye study was performed on the date of this report and a break in the catheter was discovered just distal to where the catheter was attached to the pump. The patient contended that the pump had never worked from the time it was implanted. The patient noted that their pain was continuous and that she had never had pain relief. The pump was refilled with saline on (B)(6) 2015. A replacement of both the catheter and pump was scheduled for (B)(6) 2016. The pump was nearing eri/eos (elective replacement indicator/end of service). The pump off password was provided as they were planning on discontinuing therapy until the replacement early next year. Alarms would also be silenced, as desired. Follow-up was being conducted to obtain the cause of the pump never working since implant and diagnostics/troubleshooting performed. If additional information is received, a follow-up report will be sent.